Manufacturer narrative:
D4: UDI: n/a at this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. Visual and microscopic inspections: no anomaly such as a fracture was found over the entire length. A fractured piece that was likely to be the distal tip of competitor's balloon catheter was found at approximately 392mm - 397mm from the distal end. No anomaly was found in the platinum coil section. The stainless-steel coil section had been jumbled at approximately 30mm, 40mm and 45mm from the distal end. A blood clot had been adhered between the actual device and the distal side of fractured piece of the competitor's balloon catheter. A torn shape was found at the rear end side of fractured piece of the competitor's balloon catheter. No anomaly was found in other sections. Elemental analysis of the section where the blood clot was adhered: it had iodine on it. It was inferred that this substance was derived from the contrast agent. Confirmation of dimensions: outer diameters of the platinum coil section, stainless-steel coil section, and shaft met the factory's specifications. No anomaly was found. Combination test: since the foreign substance was adhered to the actual device, it was not possible to perform the combination test. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Simulation test: with the distal end getting stuck, torque force was applied in a clockwise direction. As a result, the stainless-steel coil was jumbled. Based on the investigation result, no anomaly was found in the manufacturing history record and shipping inspection record. It was likely that contrast agent and blood clot were adhered to the actual device, causing the competitor's balloon catheter to get stuck, and the distal tip of competitor's balloon catheter fractured during subsequent operation. However, since we did not have technical information about the competitor's balloon catheter, it was not possible to clarify the cause of fracture of the competitor's balloon catheter. Regarding the cause of jumbling on the coil, it was inferred that torque force was applied while the distal end got stuck for some factor. However, since the details of procedure were unknown, it was not possible to clarify the cause of occurrence. Relevant IFU reference: "if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behavior or position of the guide wire's tip seems improper (e.g., the tip is trapped due to vessel spasm or some other cause, or the tip is folded), stop manipulating the guide wire (and the catheter), determine the cause carefully by fluoroscopy and take suitable remedial actions (see fig. 2). Next, remove the guide wire slowly, without turning, and exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the guidewire got stuck. During treatment of the cto in rca, an izanai was inserted into the rv for an anchor balloon. It was reported that when the anchor balloon (euphora®, medtronic) was advanced into the involved section, the balloon could not be advanced. The procedure outcome was not reported; however, the patient was not harmed.